Event description:
It was reported that the keypad buttons were not responding to button presses. There is no additional information available about this complaint.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012: the following additional information was received and reported on (B)(4) 2012: the patient reported that the down arrow keypad button became intermittently responsive 5 days ago. He also stated that the up arrow keypad button was unresponsive. The patient was reportedly able to bolus via the meter, but stated that when it was time to change out the cartridge, the keypad buttons were not responding to button presses. The patient stated that when he tried to change out the battery to resolve the issue he was still unable to perform the load/rewind step on the pump using the keypad buttons. The patient reportedly wore the pump attached to his belt and occasionally uses a damp cloth to clean the pump. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.